Manufacturer narrative:
The date for the surgery has not been decided yet. The investigation is ongoing and the results will be provided in a supplemental report.

Event description:
It was reported that the patient developed some discomfort and the x-rays showed that the circlip had moved out from its groove and the axle had also shifted slightly. (B)(4).

Manufacturer narrative:
A review of the device manufacturing history records confirms that no non-conforming product was released. The surgical instructions regarding installation of the circlip were reviewed and found to be adequate. Investigation of the returned explanted circlip found the component to be damaged, however this damage most likely occurred as a result of improper insertion. It is unknown if this damage was caused during the original insertion procedure by the surgeon not using the circlip pliers, and instead using an alternative tool. Additionally, during the investigation, the explanted circlip, although damaged, was still able to be assembled and secured into the circlip groove on the axle. The circlip could not be forced out of the groove, even in its damaged state. Therefore the circlip was inserted incorrectly. The complaint investigation is completed. The complaint will be tracked and trended.

Event description:
This is a supplemental report to 3004105610-2015-00122 (B)(4).